Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient' implantable cardioverter defibrillator (ICD) exhibited non sustained right ventricular oversensing. Low level high frequency noise was observed on the ICD. Myopotential inhibition was suspected. Programming changes were made. No patient issues were reported. The patient will be monitored with routine follow up.